Event description:
The customer reported that the service wrench icon on the device is illuminated.

Manufacturer narrative:
Physio-control provided troubleshooting assistance and determined the fault code associated with the illuminated service wrench icon was related to a major fault with the defibrillation transfer relay requiring replacement of the main pcb assembly. The customer declined an offer of service, and stated that their facility would most likely purchase a new AED.